Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was found that the end of the guide wire was bent and disintegrated when the guide wire was threaded through the puncture needle, resulting in failure to remove the puncture needle smoothly

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a bent guidewire was confirmed but the cause is unknown. Two photographs of the implicated nitinol guidewire were returned for evaluation. The distal coiled end of the guidewire contained a slightly bent shape memory. It is unknown if the bend in the wire was severe enough to cause the reported difficulty threading the guidewire through the needle as it could not be tested without the physical sample. It could not be determined from the photographs if the guidewire contained any additional damage or breaks near the distal end; evaluation of the physical device would need to be completed to conclusively determine if additional damage was present on the guidewire. There were no distinguishing features in the returned photographs which could aid in identification of a specific root cause for the bend in the wire. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was found that the end of the guide wire was bent and disintegrated when the guide wire was threaded through the puncture needle, resulting in failure to remove the puncture needle smoothly.